Manufacturer narrative:
(B)(4): it was reported by an attorney that mesh was implanted on (B)(6) 2011 with concurrent sacrocolpopexy, laparoscopic perineorrhaphy, posterior coloporrhaphy and cystoscopy. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh and ams monarc sling were implanted into the patient. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Additional information.